Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismax machine, an unspecified alarm was triggered. The treatment was ended without the extracorporeal blood being returned to the patient. Subsequently, the patient received a blood transfusion. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital e1: initial reporter address: (B)(6). H10: the device was not received for evaluation; however, a preventive maintenance was successfully performed by a baxter qualified technician. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.